Event description:
A 3.0mm diameter x 24mm length ave micro stent ii was deployed in a target lesion in the mid-right artery. A second stent, 3.0mm diameter x 18mm length ave micro stent ii, was successfully placed in the target lesion at the circumflex coronary artery. Two days post-procedure, the pt returned to the cath lab with thrombus and acute myocardial infarction. The physician successfully revascularized the circumflex vessel with a ptca balloon. The pt then developed ventricular arrythmias and expired in the cath lab.